Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer also reported that reservoir was unable to lock in place when instead into the insulin pump. Customer stated the reservoir and battery compartment are damaged and the reservoir would come out of the insulin pump. The device will be returned for analysis.